Manufacturer narrative:
Despite multiple attempts, no additional information has been received. The device was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) could not be performed as the lot number is unknown. Based on the information available, a root cause for the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A lens was reportedly explanted due to lens dislocation. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number was identified. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information provided, we are unable to determine a root cause.